Event description:
Pt was under general anesthesia, breathing spontaneously via laryngeal mask airway. The anesthesia machine was in "bag", spontaneous ventilation, mode and apl fully open. Machine started exerting back pressure, peep, in varying amounts, up to a maximum of 13 cm h2o. This exact problem has occurred at least six or seven times over the last few years, and has been reported to the manufacturer without resolution. This situation is potentially dangerous. With excessive back pressure in the circuit, air could be forced past the lma, down the esophagus, increasing the risk of aspiration of gastric contents.